Event description:
Reporter alleged a valid difference between blood glucose monitoring device and lab reading. Reporter stated device result was 54 mg/dl and lab reading was 34 mg/dl taken within one minute of each other. Reporter stated the patient was treated with d50. Reporter indicated controls were used and believed to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.